Event description:
Implant card was received from patient's full revision surgery. High lead impedance was discovered after implantation of the new vns generator. Lead was inspected and lead was found to be fraying 5 inches from generator and the lead was broken 2 inches further towards the generator. Generator and lead will not be returned as the explanted products were discarded after explant. Device history records were reviewed for the lead and the device passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received to date.